Event description:
It has been reported that the device did not function properly.

Manufacturer narrative:
(B)(4): product evaluation pending. Issue is being reported as alert could not be cleared by operator. Date of manufacture: may 2008.